Event description:
Zoll laboratory services contacted zoll to report that a patient developed blisters under the patch. Patient described the area as red and raised under patch adhesive. There was no alleged device malfunction contributing to the blisters. The patient's physician recommended removal of the patch due to the blisters. Outcome of the blisters is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.